Event description:
A falsely elevated prothrombin time inr (pt-inr) result was obtained on a patient sample. The patient result was reported to the physician. The sample was repeated after investigation by the laboratory. A lower result was obtained and a corrected report issued prior to any change in treatment. Patient treatment was not altered or prescribed on the basis of the discrepant falsely elevated pt-inr result. There is no report of adverse outcome to the patient as a result of the discrepant falsely elevated pt-inr result.

Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is inaccurate reagent level detection by the instrument. The instrument did not detect insufficient reagent volume. Insufficient reagent caused results not to be generated for subsequent sample analyses. No flags for low reagent volume occured. The customer was able to reset the reagent detection system when loading a new full vial of the prothrombin time reagent. A siemens healthcare diagnostics field service engineer visited the site, verified reagent probe alignment and other mechanical components, and confirmed proper operation. The instrument is performing within specifications. No further evaluation of the device is required.